Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) reported that while performing field action repairs, he discovered that the batteries did not pass the run time test. To fix the issue, the fse replaced the batteries. The fse then verified that the iabp would run on new batteries and once connected to line power the charge indicators was functioning. The iabp passed all tests, and was cleared for clinical use and returned to customer. The initial reporter named is a getinge employee who has different contact details from that of the event site. (B)(6).

Event description:
While performing a repairs under a field action, a company field service engineer (fse) discovered that the intra-aortic balloon pump (iabp) would not pass battery run time test. There was no patient involvement and no adverse event was reported.